Event description:
It was reported that the bd luer-lok¿ syringe with attached needle was bent. The following information was provided by the initial reporter, translated from portuguese to english: the plunger stopper is bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached needle was bent. The following information was provided by the initial reporter, translated from portuguese to english: the plunger stopper is bent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 06-oct-2022. H6: investigation summary: sample and photos received by our quality team for investigation. Upon visual inspection, damaged stopper is observed, therefore the incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the syringe assembly process due to some misalignment of components. Adjustments/alignments were made in the plunger guides to reduce the turned stoppers.